Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 6 on the home choice (hc). The home patient (hp) checked the lines and bags and found no leaks. The hp cycled the power off/on twice to clear the alarms. The technical service representative (tsr) instructed the hp to disconnect using the aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis nurse (pdrn) of the missed therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp started over with new supplies and resumed therapy. The hp did not follow up with the peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).